Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 504-505 mg/dl with high ketone levels; cause was due to cartridge change error. Reportedly, customer used pump supplies more than recommended timeframe. Healthcare provider identified the ketone level as dangerous. Customer administered a manual injection and changed cartridge to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with unspecified intravenous fluids. Customer was released from the hospital on (B)(6) 2025 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the infusion set tubing, infusion set cannula, or the insulin in use at the time of event.